Event description:
Pump declared alarm 20 during the loading process. There was no adverse impact to the customer¿s blood glucose level. Customer successfully loaded a new cartridge and resumed insulin therapy with assistance from technical support.